Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the flanks and lower abdomen area and developed shark bites and enlargement that her plastic surgeon stated was paradoxical hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. Clinical studies have shown that the coolsculpting procedure will naturally remove fat cells but, as with most procedures, visible results will vary from person to person. The reason for no appreciable results can be multi-fold: even though some patients may indeed be non-responders, most other causes can be managed, such as patient expectation, patient selection, number of treatments prescribed, applicator selection, applicator placement, etc. The coolsculpting user manual, under zeltiq clinical studies, contain additional information on efficacy based on pre-clinical and clinical investigations. The investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the flanks and lower abdomen area and developed shark bites and enlargement that her plastic surgeon stated was paradoxical hyperplasia.